Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed error message code "error 44" on the monitor screen when trying to charge the defibrillator. The complainant indicated that there was no patient involvement in the reported failure.